Manufacturer narrative:
Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) amia cassettes had patient line green caps that came off easily. It was stated the patient lines have significantly looser caps. It was further reported that the patient found the caps already off while still inside the bag before opening. There was no report of patient injury or medical intervention associated with this event. No additional information is available.